Manufacturer narrative:
It was originally reported that there was patient involvement/harm, but the customer has confirmed that there was no patient harm. Remote service engineer (rse) spoke to the customer biomed and confirmed that the error message that was showing was an ECG sync out malfunction. The customer biomed took the mx800 device to their workshop and changed the power switch and the ECG out board but the fault was still there. The rse advised to check the msl connection from the mx800 bedside device to the x3 and the modules that are attached to the x3. It was also advised that the ECG sync out error could be because of the device it is connected to. The rse provided the biomed the procedure on how to check the ECG out by attaching it to a defib and using a patient simulator. The biomed requested on-site service to continue the investigation. A philips field support engineer (fse) visited the customer site. The biomed advised the fse that the additional devices involved (x3 or co2) were not sequestered and are back in circulation at the site, performance verification on these devices could not be performed. The mx800 reported was exchanged with another device at the customer site. It was determined that fault could be with another device attached to the mx800, but the devices in use at the time of the event were not sequestered and are back in circulation at the site. Performance verification on these devices could not be performed, and the cause could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported an error message was displayed indicating a malfunction, which led to an unknown harm. Biomedical engineering confirmed there was no patient harm. The monitor displayed an error message 'ECG out syn malfunction', so the mx800 monitor was exchanged and the x3 monitor was out in circulation at the hospital.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported an error message was displayed indicating a malfunction, which led to an unknown harm. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.